Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a mynx control vascular closure device (vcd) did not align and resistance was experienced after sheath removal. They were expecting to press #1 but they had trouble. The device was repositioned and deployment was completed successfully, achieving hemostasis. There was no reported patient injury. The user initially had their thumb resting on the #1 button and reported that the device would not deploy when they thought it to be in place. The tension indicator window did not change despite feeling resistance as if it were correct. After releasing thumb pressure, the tension indicator window moved, and the device deployed successfully upon pressing #1. The user was advised to wait until the tension indicator window aligns before pressing #1. The groin was without oozing or hematoma, and the patient was discharged successfully. The procedure was an electrophysiology venous procedure. The deployer was in training with approximately eight prior cases and was not certified. The device was stored and prepared according to the instructions for use. No damage was noted to the button or tension indicator. The device will be returned for evaluation.